Event description:
Gastrostomy tube was surgically placed on 3/30/98 and the tube displaced secondary to a balloon tear on 4/1/98. A second surgery was performed on the morning of 4/1/98 and within 1 hour post-operatively, this tube became dislodged. Examination of the bulb revealed a linear tear.